Event description:
It was reported the patient experienced a (B)(6) infection (confirmed via cultures) at the ipg site. The physician washed the ipg site and the patient was treated with intravenous antibiotics. UDI of the device is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified, the infection has resolved and the patient is doing well.

Manufacturer narrative:
(B)(4). Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.